Event description:
During service by baxter, the device failed accuracy test with underdelivery on channel b. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007.evaluation summary:evaluation was performed and the condition was confirmed. Inspection of the pump revealed defective pump head on channel b caused the inaccuracy. The pump head module on channel b was replaced. The pump was tested for proper operation and pump found to function properly.